Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with unknown mentor saline prostheses experienced bilateral deflation post procedure. As a result, explant was performed on (B)(6) 2022. See 1645337-2022-06387 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on june 2, 2022. The explant was cancelled. Additional information was received on june 16, 2022. The explant was rescheduled to (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 14, 2024. The explant date was clarified to be (B)(6) 2024. The device, previously unknown, is a mentor smooth round moderate profile 250cc saline prosthesis, catalog #3501635, lot #5548277. A manufacturing record evaluation was performed for the finished device 5548277 number, and no non-conformances were identified. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on september 9, 2024. The investigation of the returned device was completed by the failure analysis lab on september 20, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to have a tear on the anterior view measuring approximately 0.7 cm. Leak testing was performed, in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. As part of mentor's quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4).